Event description:
Patient's spouse called lfs and alleged that patients meter was reading inaccurately high. The patient tested on their meter and obtained a result of 334 mg/dl. They then tested on another meter and obtained a result of 134 mg/dl. They performed a second comparision and obtained a result of 280mg/dl and 140mg/dl on a clinic's meter. These comparisions of one meter to another meter are invalid comparisions. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strips was done correctly. The technique for cleaning the puncture site was not done correctly. The patient performed two control solution tests, which failed. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the patient suffered a serious injury. The meter and supplies are being replaced for the patient.